Event description:
On (B)(6) 2009, pt reported about 3 months ago, when taking the insulin cartridge out, he spilled insulin in his cartridge chamber of the infusion device. Pt stated it was not a significant amount of insulin. He reported if he tipped the infusion device over it would not spill out. Pt reported he cleaned the insulin out with a cotton swab and let it air dry. Pt stated he was able to get the insulin out of the chamber. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.